Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was cleaning her tub when her cgm suddenly showed a low reading. Trusting the alarm, she promptly consumed a significant amount of dr. Pepper, strawberries, and yogurt, attempting to raise her blood glucose. However, instead of feeling better, the patient felt exhausted, intensely shaky, and severely dehydrated. Alarmed by her persistent symptoms and the lack of improvement, the patient decided to call her mother for help. Upon her mother´s arrival, the cgm was still in low reading. Unconvinced, her mother took a bg reading which was over 600 mg/dl and the cgm reading "low". Recognizing the gravity of the situation, the parents immediately took her to the nearest hospital. There, a doctor confirmed the bg reading was 868 mg/dl, while the dexcom was 80 mg/dl. The patient was treated with nso.9 percent IV 1000 millilitres of intravenous fluids, followed by a 2 doses of 6 units of regular humulin insulin via IV. Toradol (paracetamol) was also administered to alleviate a severe headache. She remained at the hospital until her bg reading decreased to 400 mg/dl, at which point the doctor deemed her stable enough for discharge, allowing her to finally return home to fully recover. At the time of the report the patient was exhausted. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Manufacturer narrative:
(B)(4).

Event description:
Product was provided for investigation. An external visual inspection was performed and passed. There was no damage to the wearable. Nordic bluetooth pairing test was performed and failed. As previously reported, data was evaluated and the allegation was undetermined. The probable cause could not be determined via data or product.